Manufacturer narrative:
The customer has refused servicing at this time. If the customer calls back in this case can be opened. No further action at this time.

Event description:
It was reported to philips that the device fails the self-test. There was no reported patient involvement.